Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was hospitalized due to a diabetic coma. The customer experienced a low blood glucose level. His lowest blood glucose level in the hospital was 57 mg/dl. A 911 call was made on (B)(6) 2016. He was unconscious due to low blood glucose level. The customer was wearing the insulin pump at the time of 911 call. The device was not returned.